Event description:
Reporter states customer did back to back testing on the same meter with results of 35mg/dl, 109mg/dl, and 270mg/dl using the advantage system. No controls were run. No associated injury was reported. A request was made for return of the suspect product and a replacement was sent.